Manufacturer narrative:
Additional information was received on 12/11/2016 that the pump has no longer been experiencing charging issues. Reportedly, the customer will continue to use the pump for insulin therapy. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. It was confirmed that the charging supplies were able to successfully charge another device. Customer reported blood glucose (bg) level was 51 (mg/dl). Juice was consumed to address bg level.